Event description:
It was reported patient has loss of coverage on the left side of his back and leg. The patient does feel the stimulation on the right side where it is not needed. The device has been turning on and off. High impedances noted of over 10,000 ohms. The patient noted the symptoms started after he was allowed to go back swimming and received physical therapy in the pool the previous week. The patient will be scheduled for a revision at a later date. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.